Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan to report the one touch ultra meter would not power on. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however, was unable to reach her by telephone. On (B)(4) 2011, the smss mailed a letter requesting she contact medical surveillance. On approximately (B)(6) 2011, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient noted she took her usual dose of 70/30 insulin 65 units in the morning and evening, despite the meter issue. One to two hours afterwards, the patient experienced the symptoms of body pain, stomach pain, sweating and anxiety. The patient did not seek any medical attention or treatment. During the troubleshooting telephone call, the meter powered on successfully with both the test strip and the power button. It would have been helpful to determine if the reported symptoms were the patient's symptoms of high or low blood glucose levels, the patient's blood glucose readings from earlier that day and if the patient had a backup meter. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to obtain a blood glucose reading due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
The patient returned the reported meter for investigation. Product analysis was performed, and the meter passed testing.